Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer, list # 3m74-01, serial # (B)(4). Results: cross contamination was identified as a potential cause. Conclusion: (B)(4). An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual (B)(6) results rate was detected on march, 2009. The investigation revealed the most probable cause for the increase rate of (B)(6) results is the hav antigen code 26286 which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the (B)(6) samples leaving the assay prone for false (B)(6) results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer observed the architect havab-m controls out of range high when architect havab-m reagent lot 93005hn00 was in use. The customer re-calibrated the reagent several times, and stated they followed all the instructions in the manual for the assay. The customer was advised to not process anti-hepatitis b samples in the same run and to try and process those samples on another module. The customer stated they would follow the instructions as outlined in the architect havab-m reagent product correction letter. There was no impact to patient management.